Manufacturer narrative:
The manufacturer previously reported received information alleging a ventilator was showing "fan assistance required¿ and ¿o2 regulation" errors. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's oxygen module needs to be replaced to address the issue. H3 other text : third party service center.

Event description:
The manufacturer received information alleging a ventilator was showing "fan assistance required¿ and ¿o2 regulation" errors. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.